Manufacturer narrative:
(B)(4). Batch # n92057. The analysis results found that the er320 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining three clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: 10/6/2016.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device "did not fire correctly" and the "staples did not close correctly". Procedure was completed with another device of the same product code. There were no patient consequences reported.